Event description:
It was reported via repair work order that the brakes do not hold and the stretcher drops quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.